Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. On 12-feb-2016, an fse conducted and on-site follow-up with the customer who found a broken piece of sample rack in the loader in addition to several broken racks. The customer was advised to discard all broken racks and order new ones. The asm board was replaced and the software reloaded. The instrument resumed normal operation. The most probable cause of the reported event was due to a defective asm board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported problems with the column oven on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.